Manufacturer narrative:
Correction/additional information: the patient provided additional information on 04/27/2021 and alleged the infusion device was delivering an inaccurate amount of insulin. The emdr is updated to reflect the additional information and product allegation.

Event description:
The patient provided additional information on 04/27/2021 and alleged the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient did not feel well that day and laid down around noon. At that time, her blood glucose levels were around 300 mg/dl. The patient delivered a bolus to correct the values and does not remember much more from that day. The patient's husband arrived home at around 7:00 p.m. And the patient's blood glucose level was 1,000 mg/dl. The ambulance transported the patient to the hospital. The patient was treated with insulin infusions and discharged from the hospital on (B)(6) 2021.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion set. The ambulance transported the patient to the hospital after the patient's husband found her comatose at home. Afterwards, it was noticed that there was an air bubble in the infusion tubing and the cannula was kinked. The patient's blood glucose level was over 1,000 mg/dl. The type of treatment provided to the patient was unknown. The patient was currently still in the hospital.